Event description:
It was reported that this device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. Subsequently, the device has been returned for analysis.

Event description:
It was reported that this device went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported.